Event description:
It was reported that the procedure was to treat an un-specified coronary lesion. The 2.5 x 8 mm delivery system was advanced, but could not reach cross to the target lesion due to the anatomy. The delivery system was removed and the lesion was treated with an un-specified 2.5 x 8 drug-eluting stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Returned device analysis found that the tip of the delivery catheter was torn.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.